Event description:
Spontaneous communication. Both of pts pumps are alarming when trying to do cassette change. I asked pt to switch tubing or try another cassette. She switched the tubing and a pump is running now. Pt wishes to exchange pump serial number (B)(4), exp 12/8/2022 which has alarmed a few times now. Bad tubing lot#4271184. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. No further information available. Return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Reported to (B)(6) by pt/caregiver.